Event description:
Disposable falope-ring band applicator kit failed to deploy falope-ring intraoperatively per dr. Another "kit" was then opened and used successfully prolonged anesthesia time to gather another "kit" from inventory. (B)(4).